Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during the fill tubing step, the customer was not seeing drops of insulin exit the end of the tubing during filling. The customer changed the infusion set, but still did not see drops. The customer's blood glucose (bg) level was impacted (353 mg/dl) with ketones. The customer took a correction bolus via an insulin pen. In addition, small air bubbles were noted and the customer also reported out of range issues between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. There was no impact to the customer's blood glucose level due to the out of range and air bubbles issues. It was indicated that the customer would continue to use the pump until the replacement pump was received.